Event description:
The event is reported as: the customer alleges that the package was labeled as a 2.5mm endotracheal tube; however, it was packaged with a size 3.5mm endotracheal tube.

Manufacturer narrative:
It is unk if the device sample is available for evaluation. Attempts have been made to the user facility to determine if the device sample is available for evaluation. To date, no response from the user facility. A DHR (device history record) review was conducted on reported lot# 11ke45. Review on dates from primary processes showed that there was no production through the same day for tube size 2.5mm and size 3.5mm. Based on the DHR conducted, there were no issues that could contribute to the reported failure mode. The device was manufactured according to release specification. DHR review for both sizes of 2.5 mm and 3.5mm slick set (endotracheal tube) was conducted and no issue was found. No physical assessment could be conducted since the device sample was not returned for evaluation. According to the investigation conducted, the complaint of wrong product packaged could not be confirmed.